Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, crease fold, red particles, and cloudiness/voids in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. The events of "lymphadenopathy and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and lymphadenopathy.

Event description:
Patient reported left side "pain", "joint and muscle pain", and "swollen lymph nodes". Additionally, healthcare professional reported "patient¿s concern with the product." Patient representative later reported "firmness", capsular contracture, baker grade iii, "enlarged lymph nodes", "tissue damage", "rashes", "chronic inflammation", "mental anguish and fear of increased risk of alcl, increased risk of alcl", "removal of implants due to fear of alcl¿, ¿emotional manifestations that are severe and ongoing¿, ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alc¿, and ¿aggravation of anxiety¿. Patient also reported "shortness of breath", irregular heart beat", "numbness in hands and feet", "dry eyes", "brain fog", "memory loss", "thyroid problems", "bowel problems", and "diagnosed with ulcerative colitis"; these are not device related. Patient representative also reported ¿depression¿, "aggravation of depression¿, "aggravation of ulcerative colitis and diarrhea", "aggravation of acid reflux¿, ¿disfigurement¿, ¿weight gain¿, ¿insomnia¿, and ¿reactive fibrosis¿; these are not device related. Device has been explanted.